Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, an initial longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Analysis of the returned product is currently ongoing. This report will be updated upon completion.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed the elective replacement indicator (eri) due to the extended charge time limit. The monitoring voltage was at middle of life (mol) at 2.67 volts. The device was explanted earlier then expected due to the extended change times. There were no adverse patient effects reported.

Manufacturer narrative:
The explanted device will be returned for laboratory analysis. Once analysis is completed, this report will be updated.